Event description:
An explanted lap-band system was returned to allergan device analysis lab by the physician who enclosed a report stating, "surgeon suspected band to be defective so...replaced it..." No additional details about the event was provided. Follow up is in progress.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."